Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an error 120.4610 and intermittent ac power connection could not be confirmed, however is believed to be due to a faulty power cord. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer gave a general report that an error code 120.4610 occurred in the pc unit logs 5 times in 90 seconds on january 27th, and 9 times in 4 minutes on january 28th. It is not known if the code was observed as the device was powered on, and there was no report of a patient event. The biomed investigation determined that the power cord had a intermittent connection caused by a bad power cord. Although requested, biomed declined to send the event device for investigation and returned the unit to the rental company for repair. No patient involvement was reported.